Event description:
On 3/mar/2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following chest pain, dyspnea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy setup. The patient was also diagnosed with fluid overload, evidenced by chest pain and dyspnea, that was attributed to non-compliance to pd therapy. It was reported the patient will often skip pd treatments or discontinue pd treatments prematurely which has resulted in fluid overload prior to this event. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, fluid overload, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction provided in h6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and vomiting. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is an opportunistic nosocomial pathogen that infects susceptible groups such as the esrd population. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following chest pain, dyspnea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy setup. The patient was also diagnosed with fluid overload, evidenced by chest pain and dyspnea, that was attributed to non-compliance to pd therapy. It was reported the patient will often skip pd treatments or discontinue pd treatments prematurely which has resulted in fluid overload prior to this event. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, fluid overload, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On 3/mar/2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following chest pain, dyspnea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures presented with pseudomonas aeruginosa and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy setup. The patient was also diagnosed with fluid overload, evidenced by chest pain and dyspnea, that was attributed to non-compliance to pd therapy. It was reported the patient will often skip pd treatments or discontinue pd treatments prematurely which has resulted in fluid overload prior to this event. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, fluid overload, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction provided in h6.